Event description:
A malfunction code was reported by the customer, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the replacement of the pump, and the customer was informed of this action. A replacement pump was used as a backup therapy to ensure uninterrupted insulin delivery.